Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy, during the division of parenchyma, the tissue was thick and the surgeon used a black reload. He could complete the firing but felt a strong resistance when he retract the blade. The blade was retracted but the jaws were not fully opened, but it was enough to remove reload from the tissue. When the scrub nurse tried to replace the reload it could not remove it from the handle. For the next firing another handle was opened. With the new handle and another black reload, same issue occurred. The surgery was completed with a new handle and with 2 reloads. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the reload was received attached to the handle. The reload could not be removed from the handle as the retract knobs could not be fully retracted. Some of the pushers were flush with the cartridge and was able to be fired repeatedly with the interlock not engaging. The device was forcibly removed and the laminates were bent, with score marks on the channel adapter. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.